Event description:
It was reported that during retrograde priming, the level sensor failed to indicate/alarm or survoregulate cardiotomy level when it went below sensor position. Case continued since they were on bypass but had to constantly watch the cardiotomy level during the case. No reported patient effect. (B)(4).

Manufacturer narrative:
A maquet service technician verified the problem. Troubleshot to defective level sensor and replaced. Satisfactorily performed complete performance and function testing. A supplemental medwatch will be submitted if additional information becomes available. The product reported in block d was in use on a hl20 4 pump console, model 3 70104.3253, serial #(B)(4). Both products are components of the integrated perfusion system cleared under 510 (k) k943803.